Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - paresthesia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable inserted into the arm. On (B)(6)2025, it was reported that the patient experienced pins and needles on his left side of the body and frequent urination. When a fingerstick was taken the cgm reading was 70 mg/dl, and the blood glucose reading was 33 mg/dl. An ambulance was called. The patient was treated with intravenous glucose and was sent to the emergency room. After treatment the blood glucose reading was 77 mg/dl. The patient was driven to the hospital but declined to provide further information regarding the duration of stay. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.